Manufacturer narrative:
Immucor technical support assessed the test well images on the testing instrument using a remote electronic connection method on (B)(6) 2016. The test wells were visually negative. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. Additional testing was performed using the research use only seracare panel, which yielded inconsistent results, which reproduced the customer's observation.

Event description:
On (B)(6) 2016, a customer reported unexpected negative outcomes when validating an instrument assay for tpha assay, using tpha screen test cells on a galileo neo.